Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper case was broken around the menu encoder on the external pulse generator (epg). It was noted that the hanger was cracked, one encoder knob was missing, the main seal was damaged/broken, and both wires on the liquid crystal display (lcd) were pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) bottom knob was broken off. The epg was returned for repair. There was no patient involvement.